Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met, and indicated the impedance on the rv pacing lead was beyond the expected upper range. 13 non-sustained tachycardia (nst) episodes with v-v intervals less than 220 ms from (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and nsts. Right ventricular pace impedance steady at approximately 618 ohms through (B)(6) 2016, and rises to 1311 ohms by (B)(6) 2016.

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead. The lead exhibited a sudden increase in impedance, high impedance, and oversensing with noise. A lead revision was performed and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was a connector pin observation, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth and the helix of the lead was extrinsically bent. The analyst commented there were no visible setscrew marks on the connector pin and a poor connection could cause an electrical issue. In addition, tissue and blood were visible on the helix and the helix was bent but measured within specification. The outer insulation was cut at 20.3 cm and damaged at explant. Visual summary of analysis indicated apparent damage at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.